Event description:
The pt fell often. Following a fall the pt experienced a loss of therapeutic effect. She also had a pulling feeling around her mouth. The pt planned to follow up with her hcp. Please see MFR. Report # 3004209178201001809. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).